Manufacturer narrative:
Conclusion: available information received states that the reported delayed and recurrent hematoma was not associated and, although an infection was suspected, it could not be confirmed. Due to the lack of information, it is not possible to determine with certainty the cause of the hematoma formation in the present case. In addition investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. This is a combined initial and final report.

Event description:
There was a recurrent hematoma around the housing, explantation surgery was performed. The user has been re-implanted.